Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Review of device history records show the lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported once the surgeon applied the stabilizers the pectus bar did not sit flush, it was too high inside of the sternum. The surgeon made several adjustments of the stabilizers and the pectus bar until a satisfactory position was achieved. It was reported the patient was an older and slightly larger patient, however the surgeon did not suggest this was a contributing factor to the fit issue. The adjustments during this procedure extended the procedure in excess of forty minutes. The surgery was completed successfully.